Event description:
Customer reports that an infant was on ventilator, surfactant therapy was delivered, and patient was extubated to nasal CPAP (continuous positive airway pressure). A few days later the nurse caring for the baby noticed something in the CPAP circuit (on the exhalation side near the wye piece) that was green. The circuit was changed immediately by the respiratory therapists. After changing the circuit the therapists looked further at the substance in the tubing and noticed it was furry like mold. They bagged up the circuit and a safety report was made. There was no negative outcome or changes to patient's care. Substance was not found on any other surfaces. Patient was extubated to CPAP through the vent. The patient was on 5 days of nasal CPAP when the substance was found. Survanta medication was given for two days: once on the day before extubation and once on the day of extubation. No other medications were given. Surfactant was given through endotracheal tube. The original intended procedure was nasal CPAP through the ventilator.

Manufacturer narrative:
(B)(4): customer reports that a sample is available for evaluation. Upon completion of carefusions investigation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Investigation summary: a visual inspection was performed to the sample and the green residue was observed inside the tube, the tube was reviewed in our quimical laboratory and the residue could not be identified with any material used during manufacturing process, it also was noted that it is not a biological residue and no bacteria growth was observed in the green cultivation. There was no operator error detected for this defect reported. Our manufacturing process was reviewed and we did not find anything that could have contributed to this issue. There were no issues reported with the materials/design. As our testing was unable to attribute the residue to be related to the manufacturing materials, it is impossible to relate the residue to the device itself. The origin of the residue is unknown. A lot number was not provided; therefore a device history record review could not be performed. Carefusion has conducted a trend review and found that no similar reports have been received for the reported problem.